Event description:
A trilogy 100, international ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy 100, international device at the third-party service center, an error code related to a permanent failure of the internal li-ion battery was observed. The technician recommended replacing the device's internal battery to address the issue. Additionally, due to err_not_charging_int_li_ion and err_int_li_ion_depleted error codes recorded in the event log, the device's internal li-ion battery need to be replaced. The device's power management board needs replaced due to an err_loss_of_comm_det_li_ion error. No repair was performed. The customer requests the unit to be sent unrepaired, and the unit was processed as unrepaired.